Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of high cholesterol and diabetes. On (B)(6) 2010, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding ("menorrhagia"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse) left side is worse"), urticaria ("hives"), rash ("rash"), abdominal distension ("bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), amenorrhoea ("amenorrhea"), vulvovaginal pain ("vaginal pain"), headache ("headaches"), migraine ("migraines"), epilepsy ("epilepsy"), cardiac flutter ("heart flutters"), urinary tract infection ("uti"), fungal infection ("yeast infection"), anaemia ("anemia"), dysgeusia ("metallic taste in mouth"), fatigue ("fatigue"), alopecia ("hair loss"), dizziness ("dizziness"), arthralgia ("joint pain"), arthritis ("arthritis"), dental necrosis ("dental problems necrotic tooth"), dry mouth ("dry mouth"), libido decreased ("low libido"), mood swings ("mood swings"), feeling abnormal ("brain fog"), depression ("depression"), anxiety ("anxiety") and insomnia ("insomnia") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2022. At the time of the report, the outcomes for pelvic pain, heavy menstrual bleeding, dysmenorrhoea, dyspareunia, urticaria, rash, abdominal distension, vaginal haemorrhage, amenorrhoea, vulvovaginal pain, headache, migraine, epilepsy, cardiac flutter, urinary tract infection, fungal infection, dysgeusia, fatigue, weight decreased, alopecia, dizziness, arthritis, dental necrosis, dry mouth, libido decreased, mood swings, feeling abnormal, depression, anxiety and insomnia were unknown. The reporter considered abdominal distension, alopecia, amenorrhoea, anaemia, anxiety, arthralgia, arthritis, cardiac flutter, dental necrosis, depression, dizziness, dry mouth, dysgeusia, dysmenorrhoea, dyspareunia, epilepsy, fatigue, feeling abnormal, fungal infection, headache, heavy menstrual bleeding, insomnia, libido decreased, migraine, mood swings, pelvic pain, rash, urinary tract infection, urticaria, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] in 2010: performed 3 months post essure implant [imaging procedure] (date unknown): total bilateral occlusion. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-apr-2023: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of high cholesterol and diabetes. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), epilepsy ("epilepsy"), cardiac flutter ("heart flutters"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), dysgeusia ("allergic or hypersensitivity reaction type: metallic taste in mouth"), anaemia ("blood or heart disorder/condition type: anemia"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse) left side is worse"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), alopecia ("hair loss"), libido decreased ("hormonal changes describe: low libido"), amenorrhoea ("amenorrhea"), mood swings ("mood swings"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), fungal infection ("yeast infection"), migraine ("migraines"), headache ("headaches"), feeling abnormal ("neurological conditions or problems type: brain fog"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety"), urticaria ("rashes or skin conditions type: hives"), rash ("rash"), insomnia ("insomnia"), dizziness ("dizziness"), arthralgia ("pain joint pain"), arthritis ("arthritis"), dental necrosis ("dental problems necrotic tooth"), dry mouth ("dental problems dry mouth") and vulvovaginal pain ("vaginal pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgical essure removal. At the time of the report, the outcomes for pelvic pain, epilepsy, cardiac flutter, vaginal haemorrhage, heavy menstrual bleeding, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, abdominal distension, alopecia, libido decreased, amenorrhoea, mood swings, urinary tract infection, fungal infection, migraine, headache, feeling abnormal, depression, anxiety, urticaria, rash, weight decreased, insomnia, dizziness, arthritis, dental necrosis, dry mouth and vulvovaginal pain were unknown. The reporter considered abdominal distension, alopecia, amenorrhoea, anaemia, anxiety, arthralgia, arthritis, cardiac flutter, dental necrosis, depression, dizziness, dry mouth, dysgeusia, dysmenorrhoea, dyspareunia, epilepsy, fatigue, feeling abnormal, fungal infection, headache, heavy menstrual bleeding, insomnia, libido decreased, migraine, mood swings, pelvic pain, rash, urinary tract infection, urticaria, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure administration. The reporter commented: 2010 (3 months post essure implant), hysterosalpingogram (hsg). Diagnostic results (normal ranges are provided in parenthesis if available): [imaging procedure] (date unknown): total bilateral occlusion. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: pif received. Reporter information, product start date, stop date, removal details, action taken with drug added. Event: pelvic pain marked as serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pain [pelvic pain female], menorrhagia [menorrhagia] , dysmenorrhea(cramping) [dysmenorrhea] , dyspareunia (painful sexual intercourse) left side is worse [painful intercourse] , hives [hives] , rash [rash] , bloating [abdominal bloating] , abnormal bleeding (vaginal) [vaginal haemorrhage] , amenorrhea [amenorrhea] , vaginal pain [vaginal pain] , headaches [headache] , migraines [migraine] , epilepsy [epilepsy] , heart flutters [heart fluttering] , uti [urinary tract infection] , yeast infection [yeast infection] , anemia [anemia], metallic taste in mouth [taste metallic] , fatigue [fatigue] , weight loss [weight loss], hair loss [hair loss] , dizziness [dizziness] , joint pain [joint pain], arthritis [arthritis] , dental problems necrotic tooth [dental necrosis] , dry mouth [dry mouth] , low libido [libido decreased] , mood swings [mood swings] , brain fog [brain fog] , depression [depression] , anxiety [anxiety] , insomnia [insomnia] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of cholecystectomy in 2011 and smoker, benign neoplasm of brain, carpal tunnel release, c-section (2), craniotomy, high cholesterol and diabetes. Concurrent conditions were listed as vaginal bleeding, dysfunctional uterine bleeding, anemia, arthritis, adenomyosis uteri, stroke, depression, epilepsy, gerd, hyperlipidemia, hypertension, irritable bowel syndrome, heavy periods, muscle weakness lower limb, pancreatitis, seizures, obesity, shoulder pain, sleep apnea, knee swelling, shoulder tendinitis, adenomyosis, vaginal discharge, uterine fibroid, pelvic pain female and abnormal uterine bleeding. On (B)(6) 2010, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding ("menorrhagia"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse) left side is worse"), urticaria ("hives"), rash ("rash"), abdominal distension ("bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), amenorrhoea ("amenorrhea"), vulvovaginal pain ("vaginal pain"), headache ("headaches"), migraine ("migraines"), epilepsy ("epilepsy"), cardiac flutter ("heart flutters"), urinary tract infection ("uti"), fungal infection ("yeast infection"), anaemia ("anemia"), dysgeusia ("metallic taste in mouth"), fatigue ("fatigue"), alopecia ("hair loss"), dizziness ("dizziness"), arthralgia ("joint pain"), arthritis ("arthritis"), pulpless tooth ("dental problems necrotic tooth"), dry mouth ("dry mouth"), libido decreased ("low libido"), mood swings ("mood swings"), brain fog ("brain fog"), depression ("depression"), anxiety ("anxiety") and insomnia ("insomnia") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2022. At the time of the report, the outcomes for pelvic pain, heavy menstrual bleeding, dysmenorrhoea, dyspareunia, urticaria, rash, abdominal distension, vaginal haemorrhage, amenorrhoea, vulvovaginal pain, headache, migraine, epilepsy, cardiac flutter, urinary tract infection, fungal infection, dysgeusia, fatigue, weight decreased, alopecia, dizziness, arthritis, pulpless tooth, dry mouth, libido decreased, mood swings, brain fog, depression, anxiety and insomnia were unknown. The reporter considered abdominal distension, alopecia, amenorrhoea, anaemia, anxiety, arthralgia, arthritis, brain fog, cardiac flutter, depression, dizziness, dry mouth, dysgeusia, dysmenorrhoea, dyspareunia, epilepsy, fatigue, fungal infection, headache, heavy menstrual bleeding, insomnia, libido decreased, migraine, mood swings, pelvic pain, pulpless tooth, rash, urinary tract infection, urticaria, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2022: normal appearing external female genitalia. Vagina mucosa pink, rugated, moderate bright red blood noted in vaginal vault evacuated with 3 large swabs, mild oozing noted originating from pelvic cuff, no dehiscence or lesions noted. [Hysterosalpingogram] in 2010: performed 3 months post essure implant [imaging procedure] (date unknown): total bilateral occlusion [pathology test] on (B)(6) 2022: specimen: a) uterus, surgical excision cervix and bilateral fallopian tubes b) cyst, surgical excision loose body, peritoneal final diagnoses: a. Uterus, cervix, bilateral fallopian tubes; hysterectomy and bilateral salpingectomy: cervix with nabothian cysts and chronic inflammation. Secretory endometrium. - benign paratubal cysts. Bilateral fallopian tubes with no significant pathologic findings. B. Peritoneal loose body cyst; excision: - fat necrosis with fibrotic rim, consistent with infarcted epiploic. Appendage (appendix epiploica). Gross description: right fallopian tube: towards the proximal end of the tube there appears to be a very thin wire inserted into the lumen. Left fallopian tube: towards the proximal end of the fallopian tube segment is another thin wire that is previously inserted into the lumen. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-jul-2025: medical record received. Surgical pathology report added. Medical history & concomitant conditions were added. Additional reporter & lab data updated. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.